Event description:
Pt stopped ocrevus because port in chest that she would receive her infusions because her veins are really bad, they are tiny and move a lot, the port got old and wore out then they put a new one in and new one never worked so she just asked to change meds. Pae reported by patient, who does consent to follow up. (B)(6). Reference report: mw5119080.